Manufacturer narrative:
Device powered up properly after battery installation. No frozen screen display noted. Device was received with the right arrow key button no response, problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer reported they able to rewind the insulin pump and fill the tubing process when the insulin pump screen stuck for 20 minutes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.